Event description:
Customer reported that the system would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable. System operates as intended.